Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a heavily calcified and tortuous lesion in the superficial femoral artery (sfa). The 6.50x100mm supera self expanding stent system (ses) was advanced to the target lesion; however during deployment the stent stretched from the sfa to the common femoral artery (cfa). The stent was pulled into the long sheath and was removed. The procedure was completed with just balloon angioplasty. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched stent was unable to be confirmed. The reported activation failure was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the introducer sheath was too close which resulted in the stent to inadvertently deploy/elongate into the introducer sheath; thus resulting in the reported stretched stent and the reported activation failure. Manipulation of the device likely resulted in the noted scratched stent length marker and the noted multiple catheter shaft bends. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.